Manufacturer narrative:
The pump was returned to animas for eval. Eval revealed a visible battery compartment crack and a blank display screen, but demonstrated that pump insulin delivery was operating within required specs and delivery accuracy.

Event description:
The pt was hospitalized for elevated blood glucose levels. The pt's husband also reported that the pump exhibited a damaged display screen.